Event description:
Device was received in a condition that we consider to be reportable. The device is missing some material that we believe would only happen while it would be in use, and it should only be in use while in the body. At this point, based on the following eval observations, we categorize the issue as a malfunction/near incident. Visually there is some plastic mass missing at the 7 o'clock neck position; can actually view the interior. There is also mass missing from the active metal section at the 12-2 o'clock area. No functional testing performed. Device to be forwarded to mfg for a root cause failure analysis. Afrigault (B)(6) 2010 13:00:48.

Manufacturer narrative:
Mitek is at this point in time in the info gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.